Event description:
A customer reported to beckman coulter (bec) that the sample probe was spitting less than 20 lambda of liquid when trying to aspirate a sample on the coulter act diff analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not sick medical attention. There was no impact to patient results. There was no death, injury or effect to patient treatment in connection to this event.

Manufacturer narrative:
The customer cleaned the probe and the probe wipe resolving the leak. Beckman coulter field service engineer (fse) was not dispatched for this issue. Failure mode of this event was related to dirty probe and probe wipe. (B)(4).